Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to be primed and could not deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needles would not attach to the lantus pen and the insulin would not flow during priming. Also, there was pain during the injection. Verbatim: two (B)(6) interpreters were used for this call because I had to place a call to the pharmacy for assistance parent of minor child purchased two boxes of nano 2nd gen on october 11th. Stated, she has problem attaching pen needles to lantus pen stated, insulin will not flow when priming stated, her son has autism and when taking injection, it causes him pain."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to be primed and could not deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needles would not attach to the lantus pen and the insulin would not flow during priming. Also, there was pain during the injection. Verbatim: two spanish interpreters were used for this call because I had to place a call to the pharmacy for assistance parent of minor child purchased two boxes of nano 2nd gen on (B)(6). Stated, she has problem attaching pen needles to lantus pen. Stated, insulin will not flow when priming. Stated, her son has autism and when taking injection, it causes him pain."